Event description:
It was reported that during post implant, the right ventricular (rv) lead had dislodged. The lead exhibited intermittent loss of capture and rising to high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.